Manufacturer narrative:
As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The event was manifested by abdominal pain and cloudy effluent. The cause of the event was unknown. It was unknown if the patient was hospitalized for peritonitis. On an unknown date in the same month as the event, the patient started treatment with intraperitoneal ceftazidime (1g daily; frequency and duration not reported) and intraperitoneal vancomycin (1500 mg every 5 days) for peritonitis. Dianeal therapy remained ongoing. At the time of this report, vancomycin remains ongoing and the patient was recovering. No additional information is available.